Manufacturer narrative:
Additional information: b3: presentation date used as event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling and associated risk documents was completed. Hyphema and iop increase are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the devices or the way they were used. Hyphema and iop increase are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of the abstract titled, "risk factor analysis of postoperative complications after istent inject w". Reportedly following trabecular microbypass stent system procedures in a total of two-hundred and thirty (230) operative eyes, eighteen (18) eyes presented with hyphema on postoperative day one (1), and ten (10) eyes presented with elevated intraocular pressure (iop) within postoperative week one (1). Any omitted information was not available through follow-up.